Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 344733003. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 345645018. Model/catalog description: control pump fgs. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device was described as having been implanted for numerous years. A surgical procedure was performed in which the existing device was explanted and replaced. Following implantation, cystoscopic evaluation was performed and the new device functioned as expected. There were no further patient complications reported.